Manufacturer narrative:
Technical services discussed longevity remaining could have been effected if the device had been in retry. Technical services recommended replacing the device within 90 days of elective replacement time. The available information suggests this device remains in service. Should additional information become available, this report will be updated.

Event description:
Additional information was received indicating this device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this pacemaker had less than half a year of battery life left. Approximately three months prior, the remaining longevity was about two years. It was reported there were no changes in programming and impedance measurements remain stable. Automatic capture is programmed on, however it was unknown if the device had gone into retry. There was a concern the battery was depleting earlier then expected. No adverse patient effects were reported.